Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the cannula deployed early and retracted back into the pod during activation. The patient wore the pod between 4 and 24 hours.